Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse") and menorrhagia ("severe and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain ("chronic pelvic pain"). A hysterectomy and removal of the implants was performed seven years after essure placement. The reported event is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred after insertion. Given event's nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery, anemia, migraine, heart murmur and ex-smoker. Concurrent conditions included dysmenorrhea since (B)(6) 2015, cyst ovary since (B)(6) 2015, insomnia since (B)(6) 2015, abdominal pain since (B)(6) 2015, painful intercourse since (B)(6) 2015 and drug allergy. Concomitant products included hydromorphone hydrochloride (dilaudid) and ibuprofen (motrin). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse") and menorrhagia ("severe and abnormal bleeding during menstruation"). The patient was treated with analgesics and surgery (vaginal hysterectomy with partial salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, surgical pathological report: specimen consists of a 142 gram, 9.8 x 5.0 x 4.8 cm uterus with attached cervix and bilateral fallopian tube stumps. A tanpink uterine serosa shows adhesions on the posterior aspect. The cervix is 3.8 x 3.8 cm. The pale tan glistening ectocervica1 mucosa surrounds a 1.2 cm in diameter, slit-like os. The patent end cervical canal is grossly unremarkable. The symmetric endometrial cavity shows pink-red and lush endometrium measuring up to 5 mm. The yometrium is pink and rubbery with maximum thickness of 2.4 cm. No discrete nodule is identified. The metallic coiled medical device consistent with essure are identified in the bilateral cornu extending into the proximal portion of fallopian tubes, ensuring 2 cm in length x 0.3 cm in diameter each. The right and left fallopian tube stumps are 1.8 and 2.9 cm in length x 0.3 cm in diameter. Sectioning reveals pinpoint lumen. On (B)(6) 2015 ultrasound pelvis done and on (B)(6) 2012, ultrasound transvaginal performed. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming menorrhagia), heavy menses, dyspareunia and pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: new reporters, patient demographic information, concomitant diseases and drug, historical conditions, treatment medication, lab data, new event uterine haemorrhage added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), uterine haemorrhage ("abnormal uterine bleeding") and procedural haemorrhage ("right quadrant bleeding that was controlled with single stitch") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, anemia, migraine, heart murmur and ex-smoker. Concurrent conditions included dysmenorrhea since (B)(6) 2015, cyst ovary since (B)(6) 2015, insomnia since (B)(6) 2015, abdominal pain since (B)(6) 2015, painful intercourse since (B)(6) 2015 and drug allergy. Concomitant products included hydromorphone hydrochloride (dilaudid), ibuprofen (motrin) and multivitamins from (B)(6) 2012 to (B)(6) 2016. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced complication of device removal ("complications from essure removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse dyspareunia"), menorrhagia ("severe and abnormal bleeding during menstruation"), fatigue ("fatigue") and anaemia ("anemia"). The patient was treated with analgesics, cyanocobalamin (vitamin b12), iron (iron supplement), vicodin (norco) and surgery (laparoscopic assisted vaginal hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, fatigue and anaemia had resolved and the uterine haemorrhage, procedural haemorrhage, dyspareunia, headache, and complication of device removal outcome was unknown. The reporter considered anaemia, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015- right quadrant bleeding that was controlled with single stitch. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion on (B)(6) 2015, surgical pathological report: specimen consists of a 142 gram, 9.8 x 5.0 x 4.8 cm uterus with attached cervix and bilateral fallopian tube stumps. A tanpink uterine serosa shows adhesions on the posterior aspect. The cervix is 3.8 x 3.8 cm. The pale tan glistening ectocervica1 mucosa surrounds a 1.2 cm in diameter, slit-like os. The patent end cervical canal is grossly unremarkable. The symmetric endometrial cavity shows pink-red and lush endometrium measuring up to 5 mm. The yometrium is pink and rubbery with maximum thickness of 2.4 cm. No discrete nodule is identified. The metallic coiled medical device consistent with essure are identified in the bilateral cornu extending into the proximal portion of fallopian tubes, ensuring 2 cm in length x 0.3 cm in diameter each. The right and left fallopian tube stumps are 1.8 and 2.9 cm in length x 0.3 cm in diameter. Sectioning reveals pinpoint lumen. On (B)(6) 2015 ultrasound pelvis done and on (B)(6) 2012, ultrasound transvaginal performed. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming menorrhagia), heavy menses, dyspareunia and pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added per pfs: abnormal vaginal bleeding, dysmenorrhea, migraines, headaches, fatigue, anemia, complication of device removal and events outcome added as recovered. Reporters and treatment drug,concomitant medication added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse") and menorrhagia ("severe and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain ("chronic pelvic pain"). A hysterectomy and removal of the implants was performed seven years after essure placement. The reported event is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred after insertion. Given event's nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.